Manufacturer narrative:
Alleged failure: the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be (1) improper cleaning or sterilization (2) bad scope or external factors, or the coupler itself. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.